Event description:
It was reported that the pump had a confirmed motor stall with no recovery. A small bolus was given, but it did not help the stall. It was reported that the patient experienced withdrawal with nausea and clamminess. Two days later, it was reported that the patient also experienced chills as symptom of an underdose. The patient was on oral morphine and had a scheduled surgery to replace his pump. About two weeks later, it was reported that the pump had been explanted. The drugs being used in the pump were morphine and bupivacaine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information indicated that the cause of the stall was unknown. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed motor corrosion, wear, and/or lubrication as well as a gear train anomaly. The pump was noted to have recovered from the motor stall and stalled while in the lab. During destructive analysis, significant residue on gears 1, 2, and 3 was observed. Partial corrosion was also observed on some of the teeth of gear wheel 3. Analysis of the catheter revealed the catheter was incomplete and returned in segments. The returned portion passed acceptable testing.